Manufacturer narrative:
This report is being filed due to bulging of toothbrush handle. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Injury chin - skin [skin injury]. Oral-b electric toothbrush exploded [product physical issue]. Consumer e-mail stated the toothbrush exploded when turning it on. No serious injury was reported.